Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Main case tamper seal was punctured. Plunger case tamper seal was removed. Top case broken at both front corners. Bottom case was cracked and missing rubber foot at front left corner. Right plunger case was cracked at top surface. Left plunger case was cracked at back surface. Motor rate error found was found event history log. The technician performed an occlusion test and visual inspection. Motor rate error was found after 17.5710 milliliter (ml) displaced during occlusion test. Top, bottom, and both plunger cases were found cracked during visual inspection. The root cause of the reported issue was found to be normal worn old drive train parts. The pump was over 15 year old and the device was dropped. The technician replaced worm coupling, worm gear, motor mount, lead screw, clutch spring, and both clutch halves due to old parts. Also top, bottom, and both plunger cases due to physical damage.

Event description:
It was reported that the motor rate failure occurred and the case has cracks. No patient injury was reported.